Event description:
It was reported that a cadd-solis pump generated error code 41171, which triggered a high-priority alarm and interrupted therapy. Additionally, a rusty coil was noted, and the insulator pins were found to be missing. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.